Manufacturer narrative:
The user/voluntary medwatch # is (B)(4). (B)(4). A visual evaluation found that the stent was kinked in several locations. A kink in the middle of the shaft was accompanied with a mark from a retrieval device indicating the kink most likely occurred during removal. Based on the event information, the ercp was for a balloon device where the user noticed a foreign object which was determined to be the complaint device. The event description indicates that the user was not aware of inserting the stent into the scope. A review of the directions for use for the advanix biliary delivery system found the user was to carefully inspect the stent prior to insertion into scope and to advance over a guidewire using a naviflex rx pusher or longwire pusher. However, the directions in the dfu were not followed. Therefore, user/use error is the most probable root cause for the complaint. The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in an endoscopic retrograde cholangiopancreatography (ercp) with biopsy, sphincterotomy and balloon stone extraction procedure in the common bile duct performed on (B)(6) 2016. According to the complainant, during an ercp procedure, the doctor requested a larger balloon for the stone removal. A 12-15mm extraction balloon was handed to the doctor. As the balloon came out of the scope during insertion into the channel, it was noticed that a portion of a foreign object began to appear out of the end of the scope. The doctor immediately withdrew the balloon, which brought the foreign object back into the scope. The device was immediately removed from the service. The scope was then brought back for reprocessing and was decontaminated per manufacturer's guidelines. Nothing came out of the scope first. Therefore, a technician used another extraction balloon to sweep the scope, which enabled the foreign object to be removed from the scope. The foreign object was later identified as an advanix pancreatic stent. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be 'ok'. This event has been deemed a reportable event based on the investigation results; stent kinked.